Event description:
It was reported to boston scientific corporation that an obtryx transobturator mid-urethral sling system was implanted into the patient on (B)(6) 2008. According to the complainant, the patient experienced pain, erosion and additional surgeries. The physician's office has been contacted but no additional information is available without patient consent. Should additional relevant details become available, a supplemental report will be submitted.